Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11189r52, implanted: (B)(6) 2002, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 750 mcg for a total dose of 408.75222 mcg/day, bupivacaine 30 mg for a total dose of 16.35009 mg/day, and clonidine 200 mcg for a total dose of 109.00059 mcg/day via an implantable pump. It was reported on (B)(6) 2020 during a scheduled pump replacement secondary to normal battery depletion, two leaks were identified in the proximal catheter. The catheter was cut/trimmed distal to the leaks and reconnected with the catheter connecting pin on (B)(6) 2020. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter leakage. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported/anticipated.